Event description:
The customer stated that the device had no audio alarm, and went into default settings for no apparent reason. The nellcor puritan-bennett customer support engineer (cse) thoroughly tested and ran the device for an extended period, but could not reproduce the reported event. However, the cse replaced the cpu board since this was a repeat call for the same symptom. The unit passed extended self testing. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.